Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that within a few weeks of the revision procedure, the pacing impedance was noted to be high/varying.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 1 month post implant, an alert was triggered due to short v-v intervals and non-sustained episodes. Reprogramming was performed to change the polarity of the right ventricular (rv) lead. The rv pacing impedance was also noted to be unstable. A connection issue was suspected. The right ventricular (rv) lead was disconnected, checked, and reconnected back into the device. The device remains in use. No patient complications have been reported as a result of this event.